Event description:
It was reported that the patients generator was unable to be interrogated due to battery depletion. It was also noted that the vns showed high impedance in (B)(6) 2021. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.